Event description:
IT WAS REPORTED THAT THE PATIENT PASSED AWAY DUE TO SUDEP. NO OTHER RELEVANT INFORMATION HAS BEEN RECEIVED TO DATE.

Event description:
Additional information was provided noting that the patient's response to VNS therapy was noted to be no change, and the device was on at the time of death and programmed to 2.25mA/20Hz/130usec / Autostim 2.25mA/130usec / Magnet 2.25mA/ 250usec. The patient passed away on (b)(6) 2025 due to SUDEP and no devices were explanted after death. The cause of death is not related to the VNS. The death was not witnessed. An autopsy was performed but a copy was not provided, it was noted that the patient passed away in their sleep with no obvious cause.